Event description:
Dr. Impacted the liner. Checked it with an osteotome to make sure it was secure. He did a trail reduction and the liner popped out. Co asked if he would try impacting the liner again and he refused and demanded a new one. At that point, co drove across the street to the hospital and borrowed one from their inventory. There was no adverse consequence for the pt.